Manufacturer narrative:
The reported event of lead dislodgement and high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a device interrogation, high capture thresholds were noted on the right atrial (ra) lead. An x-ray revealed ra lead dislodgement and had fallen from its position. The ra lead was explanted and replaced. There were no adverse health consequences to the patient.